Event description:
It was reported that during hypothermia therapy after 3 hours the patients temperature overshot to to 32 degrees °c when the temperature was set at 33 degrees °c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.